Event description:
The customer stated that she was hospitalized for high blood glucose levels. The reported blood glucose reading at the time of the call was 597 mg/dl. The customer was too tired to troubleshoot during the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.